Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that data was attempted to be imported as usual, but only some of the data could be read while others could not. The site tried to import the data again but only part of the data was imported. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The dvd hard drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned drive was not able to read a known good dick when connected to a known good computer. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that data was attempted to be imported as usual, but only some of the data could be read while others could not. The site tried to import the data again but only part of the data was imported. The procedure was delayed less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that data was attempted to be imported as usual, but only some of the data could be read while others could not. The site tried to import the data again but only part of the data was imported. The procedure was delayed less than an hour delay in the procedure. No impact on patient outcome. Update from manufacturer representative stating it was confirmed that it can be imported as a stealth archive by universal serial bus (usb) and con be imported normally to the navigation system.